Event description:
Us complainant reported the patient was on impella cp support. While on support, the patient received a septic workup completed with the addition of broad-spectrum antibiotics being added. Additionally, suction was noted on impella. Correction positioning verified trans-esophageal echocardiography (tee) and no clot visualized. Volume status was evaluated, and additional volume was given. Multiple repositioning attempts were made with no success. The patient¿s jackson-pratt drain had multiple clots when being emptied by nursing post-operation back on the unit. Decision was made to leave impella at p3, access for hemolysis. Pump was explanted.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
The investigation for the thrombus, low pump flow, and infection has been completed. Returned complaint cp pump was visually inspected. Cannula kink was near outlet observed. No biomaterial was observed around impeller. No broken blade observed. Returned complaint pump connected to aic to check on low pump flow. No low pump flow reproduced and flow was within specified limits. Data logs were reviewed finding no motor current (mc) spike outside of p-level changes observed. Many suction alarms observed throughout the case. Flow was stable and within specified limits. Pump turned down for repositioning, suction alarms still occur after with flows on low end but in range. Positioning alarms occurred after then which is not resolved the reported suction alarms after repositioning based on clinical data. The root cause of the low pump flow was not determined due to insufficient data logs and low flow issue not reproduced in lab. The root cause of the thrombus and infection could not be determined without additional information.